Manufacturer narrative:
The gas delivery system (gds) was returned for failure analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gds was tested, and the component failure u17 on the data acquisition pcba created the o2 to leak.

Manufacturer narrative:
Date of report: 16jul2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit leaks out back from near data acquisition circuit board. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit had a leaking sound from the data acquisition circuit board. The field service engineer (fse) found the leak was coming from the o2 pressure transducer on da pcb of the gas delivery system (gds). The fse replace the gas delivery system (gds) to resolve the reported issue. Unit passed required performance verification tests per philips standards.